Event description:
It was reported that the device was used during a laparoscopic sigmoid resection. The surgeon set the staple on the colon in the pelvis. The surgeon waited a few moments/seconds and then fired the firing trigger 4 times. The fourth firing made different noises than usual. At first, it was thought that the knife was not fully returned. After firing, the surgeon opened the device normally and removed it from the patient. By the inspection of the staple line, it was seen that two staples were not closed at all. Therefore, the device with the blue reload was washed to be returned. It was only one reload used. No other device was required to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.